Event description:
It was reported that the patient presented remotely via (B)(6).net. It was noted that the implantable cardioverter defibrillator (ICD) received a non-sustained right ventricular over-sensing (nsrvo) alert due to post paced t-wave over-sensing (pptwos). Additionally, the ICD was far r-wave over-sensing which lead to inappropriate automatic mode switching (ams). The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated new episodes of post paced t-wave over-sensing (pptwos) were seen due to fusion which caused inappropriate automatic mode switching (ams). The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated the implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.